Manufacturer narrative:
Prismaflex sepxiris set 100 (jp) is similar to prismaflex st100 set, prismaflex st100 set ckt, and prismaflex st100 set c. Prismaflex st100 set, prismaflex st100 set ckt, and prismaflex st100 set c have been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the video, it was observed that fluid was leaking from the access screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header cap port connection point of a prismaflex st 100 set during priming. There was no patient involvement. No additional information is available.